Event description:
The customer contacted baxter's technical service center regarding the heater bag falling off and disconnecting, which occurred on the homechoice (hc) during use during prime. The patient was not connected. The patient stated that the hc was priming and at some point the heater bag fell off and disconnected. The baxter technical service representative advised the patient to start over with all new supplies. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011 regarding the heater bag falling and disconnecting. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient informed baxter product surveillance that they had gone back into the room and found the bag had fallen and leaked all over the floor. The patient stated they were able to resume therapy successfully after starting over with new supplies and have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. Based on the information gathered during baxter?s investigation, the root cause was the supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.